Event description:
Clinic notes were received and reviewed. There was no mention of the pt's loss of stamina following the revision surgery. The neurologist indicated that the pt was on a lifting restriction, but it was routinely reported that the pt felt well and was tolerating the vns therapy. The event was not confirmed to be related to the vns therapy, and the cause is unknown. Potential causes include: AED side effects, unknown vns interaction, or complication from revision surgery. The headache complaint was not addressed in the clinic notes or a request from the manufacturer. The possible causes include: intolerable vns settings, and other causes not related to the vns therapy. The pt's increased seizures were apparently resolved with the lead replacement. The pt's current seizure rate appears to be at or below the seizure frequency prior to the device malfunction; therefore, the new system resolved this event.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing performed eight months prior was within normal limits, indicating proper device function at that time. The pt denied any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system, but did reveal that the lead electrodes were implanted in an inverted confirguration and were placed farther down on the vagus nerve than is recommended in device labeling.